Manufacturer narrative:
The battery was replaced to repair the system. The system was put back into service with no additional issues reported post repair. An investigation was performed by design product engineering subject matter expert to assess the reported issue. Due to the hazardous condition of the failed battery and the shipping restrictions for damaged/defective lithium batteries, the device and/or affected parts could not be returned for a detailed failure analysis from philips or the supplier. However, visual inspection from photographs of the damaged battery by philips electrical engineering suggested that the issue underwent thermal runaway. Thermal runaway is an extremely rare event caused by several possible flaws within a cell which causes a reaction that spreads to the other cells in the battery. When this unavoidable issue does occur, the battery is contained in a metal enclosure behind a plastic shroud that protects patients and users from contact with the failed battery.

Event description:
A customer reported their epiq 7c ultrasound system was discovered producing smoke and a strong odor emanating from the machine's battery area. Despite their efforts to power on the system using various outlets, it remained non-functional. The system was removed outside and even used a fire extinguisher, despite no visible fire, but rather a significant amount of smoke. The customer realized that the issue stemmed from the lithium-ion battery, the facility contacted the fire department. Upon arrival, the fire department doused the unit with water and removed the power supply and battery from the unit, and immersed it in water. There was no report of harm, injury, or property damage as a result of the issue. Return of the suspect parts is anticipated. Evaluation of the system will be included in a follow up report upon its return and investigation completion.